Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 5cc syringe on the vasoview 7 xb kept cracking and would not squirt. The reporter stated that this has happened at least one time before. There were no pt effects. They completed the case without opening another kit. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there was a curved crack about 1 inch long along the left side of the gradation lines. There was no evidence of blood. A functional test was performed on the device. The water did not squirt out of the syringe in a smooth manner. Based upon this observation, the reported failure "syringe crack" was confirmed. (B)(4).